Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. G2: this event occurred in korea, see section e. H3, h6: the system was serviced in the field. The camera was replaced. Codes b01, c08, and d02 are applcable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during planned maintenance (pm), the passive instrument was not able to be tracked. The system and optical camera had problem. Replacing the optical camera solved the issue. There was no patient involvement. The part would not be returned as it was discarded by the site.